Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient was admitted to the hospital for unclarified causes described as "under terrible conditions". The cause of the event was not reported. The event occurred in the patient¿s home during apd therapy, ¿after connection¿. Treatment for the event and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.